Event description:
It was reported that thecuff would not inflate despite following the instructions for use. No clinical consequence observed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The sample was inflated with air, the cuff only inflated one side. The root cause of the reported issue was found to be during tube prep before insertion, cuff would not inflate. A corrective and preventative action has been opened to address the reported issue.